Event description:
The customer reported that there were no audible alarms coming from the monitor as a result of a speaker failure. No pt harm was indicated.

Manufacturer narrative:
(B)(4). The customer reported that there were no audible alarms coming from the monitor as a result of a speaker failure. No pt harm was indicated. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.